Event description:
It was reported that the right ventricular (rv) lead had oversensing. It was noted that the rv lead removal attempt was unsuccessful as an echo examination during the procedure revealed large vegetation on the coil of the lead. The physician decided to stop at this time and the next day the lead was removed via open chest surgery and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.